Event description:
It was reported that a balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous and mild severely calcified left anterior descending artery. A 2.25 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. Slight resistance was encountered while advancing the agent through a non-boston scientific stent implanted proximal to the target lesion. During the initial inflation at 5 atm for 1 second, the balloon ruptured with a vertical separated pattern, in the distal part. The device was removed and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluation: the device was discarded; therefore, a technical analysis could not be performed. Device history review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event of material rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. These procedural factors would include possible interaction between the already implanted stent as well as potential interactions with the patient anatomy.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mild severely calcified left anterior descending artery. A 2.25 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. Slight resistance was encountered while advancing the agent through a non-boston scientific stent implanted proximal to the target lesion. During the initial inflation at 5 atm for 1 second, the balloon ruptured with a vertical separated pattern, in the distal part. The device was removed and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.